Event description:
Distributor was notified by sales rep that a poly plateau with an expired date of 03/2023 was implanted on (B)(6) 2023. The implant was removed prior to closing and replaced. [Customer]

Manufacturer narrative:
The review of the device history record showed no deviations. The product and all labels comply with the specifications valid at the time of manufacture.

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
Distributor was notified by sales rep that a poly plateau with an expired date of 03/2023 was implanted on (B)(6) 2023. The implant was removed prior to closing and replaced. [Customer].